Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
During a shoulder stabilization procedure, the rasp tip fractured off into the patient's shoulder. The fractured piece was retrieved; no foreign bodies were retained.

Manufacturer narrative:
Review of complaint history identified no additional complaints for this product. Review of device history records indicate the product was manufactured with no deviations or anomalies. The certs and material analysis indicate that the product was manufactured from the correct material. Therefore, it is most probable that the product left zimmer biomet control conforming. Product was received and visually examined. The tip of the bankart rasp has fractured off thereby confirming the complaint. Material analysis further identified scratches and wear. Material analysis results indicate that the fracture site suggests bending overload. Based on the investigation above, the complaint is confirmed. As the sales rep was not at the surgery, it is unknown if the surgical technique was utilized. The root cause of the event is likely bending overload caused by excessive force being applied to the instrument. Additionally, the instrument was manufactured in 2010 and therefore, has likely experienced heavy use which may have led to the reported event; however, a definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends